Event description:
Had essure procedure done and bled for 7.5 weeks non stop heavy bleeding which caused other symptoms like dizziness, fatigue, back pain, cramps. Once bleeding stopped it never came back but have constant discomfort and sometimes felt bad pain on left side. After three months I had hsg and they told me my left side migrated near uterus and tube was patent. They said come back in another three months to see if it healed. After two tried they were not able to insert tube with dye to check my tubes because they said my cervix was possibly scarred. So now I have no way of knowing if the left side healed closed or not. Still have a constant discomfort on left, feels like something is sticking in there (kind of like a large ovarian cyst which I know I don't have) and during sex if it goes too deep I feel a lot of pain where before procedure I did not feel any pain. (B)(4).